Event description:
New pump in service less than 4 days. The cassette drive mechanism broke, and the pump read all prescribed IV fluids infused when no had infused. This could have been a serious problem if the medication being infused was life sustaining.